Event description:
Terumo medical corporation received the following information: it was reported that during placement of the angio-seal the doctor quickly located location of the artery and when he detached the anchor and pulled the device back the whole device came out of the patient and the anchor had not been placed in the artery. There was no patient injury. Procedure performed was an angioplasty using a 6fr sheath. No pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved by manual compression. There was no blood loss and the patient was stable.

Manufacturer narrative:
A1: patient identifier: a4: weight: a5: ethnicity: d6a: implanted date: d6b: explanted date: e3: occupation: interventional radiologist - registrar. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.